Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer reported that programming is inaccurate. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was unknown at the time of the call. The troubleshooting was performed. The customer was not alleged pump was over delivering. The product will not be returned for analysis.